Manufacturer narrative:
MDR 3003442380-2024-03021 - device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the ten cannula was leaking from the site/housing area within a day and half of use. High blood glucose level was noticed between 350-380 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information was available.